Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reasons for return, noise problem and sensing over were unable to be confirmed. The lead was incomplete and returned in two pieces, no anomalies were found on the connector piece and the distal piece was found with multiple explant damages. No electrical test beyond continuity testing and hi-pot test was able to be performed. The damages found are consistent with that occurring at the time of explant.

Event description:
It was reported that noise was observed on the lead. The patient was asymptomatic. All other electrical values were within range. The lead was capped and replaced. It was removed at a later date. No adverse events were reported.